Event description:
The sales rep reported that they received a phone call from (B)(6) at (B)(6) medical center. She reported that during a stereotactic case (she wasn't present for) they had a tip shear off their tissue marker in the breast. They immediately removed the probe and retrieved the sheared piece from the breast. She noted that patient was happy and no adverse event happened.

Manufacturer narrative:
Complaint number: (B)(4): investigation summary: the device was not returned for analysis, which prevented a full investigation and analysis of the root cause. However, based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Warning #10: remove the mammomark applicator and mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.